Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿ blunt filter needle with blunt fill tip there was a white spot type foreign matter on the tip. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was returned. It has a silver colored fiber on the point of the needle. It could possibly be from the smocks worn by manufacturing associates. DHR review: all in-process inspections were acceptable, and all product met specification. Investigation conclusion: it could possibly be from the smocks worn by manufacturing associates.